Manufacturer narrative:
The field service engineer performed a hardware check and the results were not good. All probes were fully adjusted, as well as their lifting stations. The volume of the rinse arm and mixers were also adjusted. The hardware check was performed again and it was okay. When checking the sample tube, gel was found stuck to the outer wall of the tube. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they have ongoing issues with patient sample results measured with the triglycerides assay on a cobas c 503 analytical unit. The customer provided data for one patient sample with discrepant triglycerides results. The sample initially resulted in a triglycerides value of 327 mg/dl. The sample was repeated, resulting in a triglycerides value of 84.5 mg/dl. The repeat value was deemed correct and was sent to the patient.

Manufacturer narrative:
The triglycerides reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.